Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8: was this device serviced by a third party? No. The complaint investigation was performed for observed falsely elevated results. The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Patient samples were not available for return. In-house testing for representative reagent lot 86298un20 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. A review of customer data aligned with customer¿s issue and no additional issues were identified. Based on the investigation, no systemic issue or deficiency for architect stat troponin-I was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that the medical personnel questioned a positive architect stat troponin-I result of 4.60 ng/ml after the patient was given heparin and redrawn 3 hours later which generated a much lower result (no exact value provided). The customer then retested the first sample and the result was negative at <0.010 ng/ml. The customer stated that there was no harm to the patient from the heparin given.